Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0jl48, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had uncomfortable stimulation that had been ¿going on for weeks.¿ in addition, he had a return of symptoms and a urinary tract infection (uti) at the time of the report. No tests had been done and the cause of the event had not been determined as the patient notified the reporter over the phone. The patient did not have his programmer and was going to schedule an appointment with his physician. No interventions or patient outcome were reported, so additional information was requested. If additional information is received, a supplemental report will be sent.